Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device not operating was first observed in (B)(6)2018. Patient reported their husband was very ill and they had no time to charge as it was difficult for one person to do. Patient reported issue not resolved at this time however they plan on having it removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (hcp): information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ chronic low back pain/ lumbar radiculopathy. It was reported that the patient's battery was not operating. The hcp did not know any additional details. No further complications were reported/anticipated.